Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during the prime. The customer changed the set and still received the alarm. The blood glucose reading was 333 mg/dl. The customer was advised to disconnect and reconnect the tubing and reservoir and manually push the plunger and the customer reported that a little insulin exited but that there was pressure. The customer was advised to assemble a new infusion set with the same reservoir and insulin did not exit with the plunger push. The customer was advised to do the manual push with the same reservoir and a different infusion set and run a manual prime. The customer reported that the insulin pump did not alarm no delivery. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.